Event description:
A consumer stated that her heating pad allegedly melted at a crease, and that she received burns on her fingers from the heating pad when she tried to straighten out the pad. Medical attention was sought for her injuries. Burns of this nature are most likely caused by the consumer laying or leaning against the pad which is contrary to proper use instruction. Kaz USA, inc. Has requested that the product be returned to our company for testing.